Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was contacted, reviewed the data available, and recommended device replacement. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.